Event description:
I started getting red eye then discharge, then I was getting major pain to the point I could not open my eye to no light. I could not see anything for almost 2 weeks. I had to go to the hospital for this.